Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial arrhythmia. Therapy did not convert the patient and therapy was exhausted. The patient was mowing the lawn when the episode occurred and boston scientific technical services (ts) discussed the possibility of electrical noise influencing the morphology of the shock vector. The patient is fine and there were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.